Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical exam with a health professional who subsequently diagnosed them with a rupture to the left breast prosthesis. 3d mammogram and ultrasound imaging was also performed for the event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 17, 2022, mentor became aware that the replacement products reported were not correct as further investigation determined that the products were 350cc mentor memorygel breast implants. Additionally, an error was discovered in the first follow-up report. At that time, mentor received a date of explantation and as such the type of investigation should have been populated with device not returned. Manufacturer¿s reference number: (B)(4) in the first follow-up report, h6 type of investigation should have been device not returned as mentor had received a date of explantation.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the suspect device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an area of shell wear was observed within the rent. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Additionally, the patient underwent replacement with 500cc mentor smooth round moderate plus profile saline breasts implants. On june 06, 2022, mentor became aware that in the first follow-up submission, the 'is required intervention' check box should have been marked as an explantation date was received. Manufacturer¿s reference number: (B)(4). In the first supplemental report, b2 is required intervention should have been check marked as an explantation date was received.

Manufacturer narrative:
On february 07, 2022, mentor received the planned explantation date from a health professional. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).